Event description:
(B)(6 )clinical study. It was reported that stent recoil occurred. On (B)(6) 2012, the subject presented with symptoms of stable angina and was referred for cardiac catheterization. Target lesion #1 was a de-novo ostial lesion located in the third diagonal branch with 99% stenosis and was 8 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation using a 2mm x 12 mm apex balloon catheter and placement of 2.25 mm x 12 mm ion stent. Subsequently mild ostial recoil of the stent was observed in the third diagonal artery. The lesion was post dilated with 2.25 mm x 8 mm balloon catheter with 0% residual stenosis. Target lesion #2 was a de-novo lesion located in the distal left circumflex artery (lcx) with 70% stenosis and was 14 mm long with a reference vessel diameter of 3 mm. The lesion was treated with direct stent placement using a 3.00 mm x 16 mm ion stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).